Event description:
The customer reported a leak from the coulter act 5 diff cap pierce (cp). While the instrument was running quality control samples, the operator identified the leak of clear liquid underneath the instrument, volume about 4 ounces. The operator could not locate the source of the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves when the leak was identified. There was no report of biohazardous exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patients.

Manufacturer narrative:
The date of manufacture listed in the initial report was found to be incorrect; the correct date is provided in this supplemental report.

Manufacturer narrative:
On 12/16/2014, the field service engineer (fse) evaluated the analyzer and found the white blood cell (wbc)/ basophil reagent line had disconnected from the fitting at pinch valve, lv11. The fse trimmed and reattached the tubing to the fitting at lv11 which resolved the leak. The instrument ran without any leaks and the repairs were verified per established procedures. (B)(4).